Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated stent graft. Subsequently, patient presented on follow up with a narrowed flow lumen mid stent. Physician implanted a suprarenal to correct the issue. No patient injury was reported.

Manufacturer narrative:
The device involved in the event will not be returned for eval. Based upon the investigation findings, there is no manufacturing or design related root cause was identified based on the available information. However, product use was incongruent with the IFU due to the absence of an aortic aneurysm, and the presence of severe aorto-iliac occlusive disease. Aortic, iliac, and femoral artery diameters were less than the required size. Notably, there was a short segment dissection from the renal arteries to approximately 1 cm below; this area was not covered with an extension or the original main body. Cautionary product use conditions that might have contributed to this event included the presence of severe peripheral vascular disease. Patient factors that might have contributed to this event included: current tobacco use; and, a change in antiplatelet and hormone therapy from pre implant to the first occlusive event that occurred one month post implant. A manufacturing record review was performed. The lot met all release criteria prior to release to distribution.